Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink continu-flo solution set had a collapsed injection port. The customer stated that the injection port collapsed during an injection, causing blood to backflow into the IV tubing. There was patient involvement, however there was no adverse event reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned; therefore, a device analysis cannot be completed.